Event description:
The manufacturer received information alleging a ventilator service required condition had occurred on a trilogy o2 device. The device was replaced with another one. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed during an operational check of the device. The manufacturer's service technician observed error code for a battery low state in the device¿s event log. The manufacturer's service technician replaced the device's internal battery to address the issue. Additional findings not related to the malfunction/issue was the manufacturer's service technician proactively replacing the stirring fan, capacitor, battery fan, exhaust fan assembly, and 43-micron filter on the device. The manufacturer's service technician recommended replacing the detachable battery on the device. After all the parts were replaced on the device, the manufacturer's service technician performed the final test and run-in test, along with the battery check and valve check on the device. The manufacturer's service technician determined the device was operational, and it was cleaned.